Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. Left ventricular (lv) lead vector testing was performed but no change was made. The right ventricular (rv) lead acute phase, during which outputs will adapt, was turned off and rv amplitude was decreased to resolve the stimulation. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the stimulation apparently went away. The rv lead was unrelated to the phrenic nerve stimulation and the programming changes were for patient optimization.